Event description:
A malfunction was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to call back if any future issues occur.